Manufacturer narrative:
This device bipap a30 was manufactured 11/01/2013 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.

Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, two ventilator inoperative error codes were found in the device's error log relating to 'the power fail voltage is outside its valid range of 4.775 to 5.675 for at least 10 seconds' and 'pic processor or associated circuitry failure'. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. No repairs were performed. The device will be scrapped per the customer's request.